Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of corneal transplant; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. No information is provided regarding the device implantation procedure or postoperative device position; however, there is mention of device failure. Possible root cause is that corneal transplant is indicated as treatment of corneal decompensation, which may occur as the result of the patient's physical condition (e.g., long-term use of certain glaucoma medications, presence of diabetes, etc.), trauma (including surgical trauma), anterior positioning of the device or a combination of these actors. The risk of corneal decompensation is specified in product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The underlying cause was requested from the physician, but could be related corneal thinning due to endothelial touch, perhaps due to a positioning issue. The physician is herself unsure if the device is a contributory cause. No actionable root cause of this report can be identified. The physician is not certain whether the device is the cause of the endothelial thinning and there is no device available for return.

Event description:
A customer reported approximately three years following a glaucoma filtration device implant procedure, the patient required a corneal transplant. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).